Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: two (2) actual devices were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function tests were performed on both samples with no issues noted. During functional testing on sample two (2) the twist clamp was found to be difficult to open and or close however, the twist clamp was able to close completely. Therefore, the reported condition of the twist clamp was unable to close was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on two (2) minicap transfer sets would not close. This was described as ¿the twist clamp was so tight that the transfer set was not able to open at all, the twist clamp was so tight that the transfer set was not able to close at all¿. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.